Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates an initial left tha was performed on (B)(6) 2011. A revision was performed on (B)(6) 2022 due to pain and elevated metal ions. Metallosis was not present within the joint, but there was effusion. The head and taper adapter were removed and exchanged with no complications noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left hip revision approximately 11 years post implantation due to pain and elevated metal ions. During the revision, effusion and scar tissue was seen within the joint. The head was exchanged without complication and a polyethylene liner was placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: (B)(6) ¿ m2a magnum head ¿ 297020, (B)(6) ¿ echo stem ¿ 909680, (B)(6) ¿ m2a taper insert ¿ 767400. Product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01042.